Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of two reloads opened by the account. Visual examination of the reload noted that it was partially fired. Staple pushers were visible at the 5.5 and 4.5 cm cut line indicating the point where the handle compression had stopped. During functional evaluation, the reload was loaded into a pmv instrument. It was observed that the anvil could not be closed completely on the initial clamping stroke. This was an indication that the reload anvil was deformed at the clamping feature. The interlock was overridden and the reload was then applied to test media, all remaining staples were placed and test media was cleanly transected. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. A review of the device history record indicates this device serial number was released meeting all medtronic quality release specifications at the time of manufacture. Replication of the partial fire condition with interlock engagement may occur when the firing handle has not been completely cycled. If the instrument return knobs are retracted at any point once the firing cycle has begun, the loading unit will engage into safety interlock and prevent further attempts to fire by ceasing the placement of staples and tissue transection, and prevent patient harm. Replication of the anvil clamping feature deformation may occur through manipulation of tissue using the anvil side of the loading unit, or clamping over excessive thickness. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: during a laparoscopic low anterior resection procedure, the device was used for a rectectomy. The firing stopped when about 2cm advanced on the reload. The surgeon pushed the blue button, but could not start the firing. The surgeon pushed the silver button to release the device from the tissue. A new reload was used to work on the rest of the staple line, but the firing stopped when about advanced half. Replaced the battery and pushed the blue button again, but could not start the firing. The device was removed from the tissue. A new manual handle and reload were used to work on the rest of the staple line and complete the firing. The stapling was finished without a problem. The surgical time was extended by less than thirty minutes. No patient injury occurred.